Event description:
Information received by medtronic stated that they had to reprogram clock to catch up to real time. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged time/clock anomaly found on (B)(6) 2021. No time anomaly noted during testing. Received pump set time and waited 1 week, checked time, time was fine no error found with pump successfully downloaded history files and traces using thus. Found error 23, removed battery waiting 10 minutes found error 23, this is the classic signature of esd latch-up on an ic. We have seen a similar signature on pumps in-house during high voltage (30kv) esd testing. Performed high sleep current and high active current. The following were noted during visual inspection: none time/clock anomaly not confirmed. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.